Event description:
This event was received from the FDA, via copy of the hospital's submission through the maude database. This event is being reported in response to customer submission to FDA. It was reported by the customer: "pt had all repair with arthrex bio-transfix screw. In '08, pt returned for left knee arthroscopy with debridement and removal of foreign body. Fractured pin discovered during this process." Further communication with customer clarified a metal pin is what was found fractured in the pt. The metal pin part number remains unk and the part referenced in this report is used for reporting purposes only. No further pt info is available and no additional adverse consquences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. A review of the device history record could not be performed because the part/lot number of the metal pin remains unk. It could not be determined if the metal pin involved was an arthrex inc. Device. The cause of the complainant's event could not be determined from the info available and without device eval. A follow up report will be submitted if any additional pertinent info becomes available.